Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patient's symptoms. This event is being filed as an MDR as the treating doctor considered the event was life threatening and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of swollen cheeks, body and tongue, redness of cheeks, abdominal pain, nausea and tingling of the lips. The patient reported visiting the emergency room to alleviate the reported symptoms. The patient reported being prescribed benadryl (antihistamine) and epinephrine (adrenaline) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently getting better. The treating doctor considered the event was serious and life threatening to the patient.